Event description:
It was reported that insulin began leaking after the customer filled the cartridge. Customer removed the cartridge and successfully loaded a new cartridge. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.